Event description:
It was reported that the rf telemetry on the device has not been working since implant. The patient was given an inductive transmitter since merlin at home transmitters will not work with the device. Patient is scheduled for follow-up for further assessment.